Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user's caregiver reported that the user¿s ilet device screen was found to be cracked and unresponsive while the user was at the pool. The user reverted to an alternative form of insulin therapy while awaiting a replacement ilet, which was arranged to be shipped overnight. Blood glucose was not affected.